Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/24/2022. H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: * were there any patient consequences? All answers above are unobtainable. Once there is any update, we will update the information. * please provide lot number. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength -= 2360 g /m.

Event description:
It was reported that a patient underwent a hysteromyomectomy procedure on (B)(6) 2021 and barbed suture was used. During the procedure, the problem of pulling off suture needle happened when withdrawing the needle from the puncture sheath under laparoscopy. Needle holder was used to clamp out the needle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there any patient consequences? Please provide lot number. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name -irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength - = 2360 g /m.